Event description:
Additional information received indicates that surgical intervention was undertaken on (B)(6) 2024, where the lead was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
A case of high impedances was reported to abbott. The patient had her drg system revised, the l3 lead was explanted. We then implanted a new lead at l2, no complications. Nothing returned per facility policy. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patients lead had migrated. X-ray imaging was performed to confirm the issue. Surgical intervention may be taken at a later date to address the issue.